Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. "Urethral atrophy" is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent atrophy. "Recurrent incontinence" is acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. "Improperly sized" cuff is acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The dfu instructs to "remove improperly sized cuff. Re-size the urethra with the cuff sizer and implant the proper size," if the cuff is too tight or too loose. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent size related complications. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with their artificial urinary sphincter (aus) implant device presented to the clinic complaining of recurring incontinence. The patient was examined physically and visually, and it was determined that the device need to be removed for a smaller cuff size due to cuff site atrophy. The physician removed and replaced the device through replacement surgery, and there were no further signs or symptoms reported.